Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited three controller fault alarms indicating internal battery end of life. During an attempt to replace the controller, the patient became unconscious. After a short time, the patient regained consciousness and reconnected the primary controller. There were no further complications. The patient was then transported to the hospital and the was controller was replaced on site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within power port 1, power port 2, and the pump connector. These are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Functional testing revealed that the no power alarm only sounded for about 3 minutes and 13 seconds when both power sources were disconnected from the controller, and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Review of the event log file revealed a controller power up event with an associated pump start event logged on 02-apr-2022 at 12:55:03. The data point prior to the loss of power revealed that a battery was connected to power port 1 with 90% relative state of charge (rsoc) and a battery was connected to power port 2 with 37% rsoc. The data point recorded after the loss of power revealed that no connection to power port 1 and the same battery was connected to power port 2. No anomalies were recorded leading up to the loss of power. The controller was without power for 12 minutes and 20 seconds. Review of the alarm log file revealed three (3) controller fault alarms logged on 02-apr-2022 at 12:31:00, 13:36:53 and 21:02:51, indicating an issue with the internal battery. As a result, the reported event was confirmed. In addition, log files revealed that the controller was in use for more than two (2) years. Information received from the site indicated that, following the controller fault alarm event, the patient became unconscious during an attempt to replace the controller. After a short time, the patient regained consciousness and reconnected the primary controller. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of syncope. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.